Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they went into the pool, and then threw the insulin pump in rice and the device was working at the time of the phone call. The customer's blood glucose was 365 mg/dl, which customer stated that was treated. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to prime unit during prime test due to force sensor damage by moisture. No prime alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with corrosion at lcd board, cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.